Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. H 6. Investigation findings: c22 ¿ photo investigation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * were there any patient consequences? Photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an open box labeled as vcp493h. In a second image, a winding former is shown with a needle inside a bag; the suture is not present in the image. A clear analysis of the end point of failure or the needle hole could not be performed due to the position of the needle. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a left breast segmentectomy+left axillary lymph node biopsy procedure on (B)(6) 2025 and suture was used. At 9:30, the patient underwent surgery. Around 10:20, during the process of suturing the patient's wound, the problem of the suture pulling off the needle happened, and a new suture of the same origin, batch, and model was immediately replaced. The new suture is functioning normally. In subsequent operations, no similar issues were found with the same batch of sutures. No adverse patient consequences were reported. Additional information was requested.